Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction bolus via the pump. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.